Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was giving an a33 alarm. It was then reported that the paramedics were called to the customer's home due to high blood glucose levels. Nothing further was reported.